Event description:
It was reported that there were impedances and loss of coverage. High impedances were noted, electrode # 8 @ 16,944. There was a loss of stimulation. Attempted to reprogram around impedance, however, unable to attain desired coverage across the low back. There was a return of pain. Hcp is aware of impedance as well as inability to attain appropriate coverage. Hcp did inform patient that we will attempt to utilize new programs following electro impedance, and if that does not resolve issue lead revision is a possibility. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.